Event description:
The catheter failed to maintain its curve even when attempting to tighten the locking collar. The device was inserted into the patient when this was noted. The patient did not suffer from any adverse events. The physician was unable to make the curve work. The catheter was removed and a new catheter was used. No issue with the new catheter. No injury to the patient.